Event description:
Event description guidant received information that this ventricular lead was surgically abandoned due to high pacing thresholds, which prevented capture despite maximum pacing outputs. Additionally, this device was explanted as the physician elected to move the pacing system from the patient's left to right side and although the 1171 device had adequate battery life remaining, a new device was advised for sterility reasons. No adverse patient effects were observed.